Manufacturer narrative:
Device evaluation in progress. 3012307300-2020-03991-0072948 - initial.

Event description:
It was reported that the pump was emitting a double beep sound without a cassette. The product problem was observed during testing.

Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem. Visually inspected the pump's event history logs showed "power down pump turned on and high pressure" alarm messages after pump starting. According to the investigation, signs of fluid ingressions were found on pump by chassis base of the downstream occlusion sensor. The investigation reported that the "double beep no cassette" issue was possibly caused by the defective occlusion sensor due to fluid ingressions. Investigation recommended that the pump downstream occlusion sensor to be replaced. The problem source of the reported problem is user interface.